Event description:
Animas ir100 insulin pump used for continous insulin administration for the treatment of diabetes mellitus type I. Random alarms which would not register in the pump's alarm history and would require imminent disconnecting from the pump and repriming and then reconnecting. Events occurred numerous times while in various locations: while driving car, while at grocery store, while in public areas, while at work, at home, at church, etc. Was told it was caused by a pressure problem between the pump, the insulin cartridge. Three separate pumps used with four different lots of insulin cartridges all had same alarms/failures.